Event description:
During an in clinic follow up, episodes of undersensing and post sensed t wave oversensing were noted on the device. Technical support was contacted and confirmed the episodes. No intervention was performed at this time. The patient was stable and will continue to be monitored.